Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the middle port. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured between july 08, 2017 ¿ july 16, 2017. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the returned photograph showed evidence of a leak where the spike port is welded with the bag. The reported problem was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.